Event description:
It was reported that during the implant attempt the physician tried three times, but was not able to '"put a mandrin into the lead". A new lead was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the distal conductor was fractured due to overstress, the inner tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, there was a tip seal observation, and the lead was stretched. The analyst also noted that the stylet test failed due to distal conductor distortion and fracture within the connector.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the physician tried three times, but was not able to "put a mandrin into the lead." A new lead was used. No patient complications were reported as a result of this event.